Event description:
It was reported that t:slim x2 pump battery did not charge and charging connection was not recognized even when pump stayed connected to tandem wall adapter and charging cable for extended time. There was no reported impact to the customer¿s blood glucose level. Customer was advised that replacement charging cable and wall adapter would be sent with two day shipping. Customer was instructed to rely on multiple daily injections if pump battery depleted before replacement supplies arrived.